Manufacturer narrative:
The patient was described as a child. No information was provided for age, sex, or weight. The device was not returned to manufacturer for evaluation. The device is retained by the hospital and will not be released for investigation. A review of the device lot history record was performed and all device specifications were met. No conclusion can be made.

Event description:
In 2007, a clinical incident involving a procise xp wand was reported to arthrocare. During a adenoidectomy procedure on approx two months earlier, the patient sustained a first degree burn to patient's soft palette. No treatment of burn was administered. On original date, it was reported the burn area resulted in a scar and a cleft had appeared. The surgeon is referring patient to a speech pathologist for evaluation.